Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: rep reported that ¿at first the surgeon blamed the stapler, then blamed the purse string because the surgeon saw the staple line was intact when she went back in¿.

Event description:
It was reported that one day after an esophagectomy procedure the patient was brought back. The staple line was intact, but there was necrosis of the tissue. The surgeon took apart the anastomosis to hand sew it. During the original procedure the device fired ok. The surgeon used a covidien purse string. The staples were intact and the leak test was fine. No device will be returned.